Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6)2025, the user reported experiencing low blood glucose (bg) on (B)(6) 2025 at night, during which the user's spouse called emergency medical services (ems) after finding the user unresponsive. The lowest recorded bg was 40 mg/dl. The user received glucagon from ems. The user reported significant recent weight loss and a history of gastric sleeve surgery on (B)(6) 2024. The user expressed concern that the ilet system may have delivered excessive insulin, as the cartridge was nearly empty the following morning. The user did not observe any evidence of leaking.